Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "poor interfaces with connections". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review cannot be completed due to no lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility had experienced 3 safety events where the catheters were not draining appropriately and minimal urine output was noted from the catheters, with patients complaining of abdominal pain, in which a bladder scan resulted in 800ml to more than 1l being present in the bladder. The nurses then had to manipulate the tubing to get the urine to drain. In 1 instance, it was reported that the urine was full of sediment and following flushing the catheter with sterile solution, 850ml had drained. However, the other 2 instances the foleys were not occluded with sediment. It was also routinely observed by the nurses that the catheters were air locking or required manual manipulation each hour to drain urine output into the urometer, whereas previous products drained every hour. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the facility had experienced 3 safety events where the catheters were not draining appropriately and minimal urine output was noted from the catheters, with patients complaining of abdominal pain, in which a bladder scan resulted in 800ml to more than 1l being present in the bladder. The nurses then had to manipulate the tubing to get the urine to drain. In 1 instance, it was reported that the urine was full of sediment and following flushing the catheter with sterile solution, 850ml had drained. However, the other 2 instances the foleys were not occluded with sediment. It was also routinely observed by the nurses that the catheters were air locking or required manual manipulation each hour to drain urine output into the urometer, whereas previous products drained every hour.